Event description:
It was reported that an iipv event occurred with a homechoice machine during peritoneal dialysis (pd) therapy, during dwell 6 of 6. The home patient (hp) stated the machine alarmed high drain 201 (patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode) at the end of therapy. The company representative asked the hp if they felt overfilled and the hp stated yes. There was patient involvement, but no clinical consequences for the patient were reported.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional relevant information is received.

Manufacturer narrative:
(B)(4). The sample was evaluated by baxter. A visual inspection was performed with no issues noted. The reported problem was not reproduced during functional testing. The reported issue was confirmed in the event history log review. The cause was determined to be unexpected high uf for therapy. A device history review and service history review were performed with no issues that could contribute to the reported problem.